Manufacturer narrative:
After further review of additional information received the following sections a2, b3, b5, d1, d4, d11, g4, g7, h2 and h6 have been updated according. Section b5: additional information received indicates that the patient reported becoming aware of filter embedded in the wall of the inferior vena cava (ivc) and device unable to be retrieve approximately 5 weeks post implant, at which time an unsuccessful percutaneous attempt to remove the filter was made. The patient also reports leg swelling and pain and anxiety related to the filter. According to the medical record the indication for the filter implant was deep vein thrombosis (dvt). The filter was placed via the right common femoral vein deployed just below the renal veins. The patient tolerated the procedure well. A bentson wire was used during the procedure. According to the filter retrieval record the clinical history of the patient was dvt/trauma. After access was obtained, a cavogram was performed and demonstrated a widely patent ivc and renal veins. Subsequently multiple attempts were made at snaring the filter to no avail. After extensive use of multiple catheters, snares and fluoroscopy, it was elected to termination the procedure. The patient tolerated the procedure well with no complications noted. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of trauma. The indication for the filter placement was reported to be a deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately five weeks after the filter implantation, the patient became aware that the filter had become embedded in the wall of the inferior vena cava (ivc). The patient underwent an unsuccessful percutaneous attempt to remove the filter. After multiple attempts to snare the filter, the procedure was terminated. The patient is reported to have tolerated the procedure well and without complications. The patient further reported having experienced mental anguish, anxiety, emotional distress, stress, leg swelling and post-implant pain associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted approximately five weeks after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported leg swelling and pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d4: devie lot number: lot number provided r0606846 was received in the patient medical records; however, the lot number do not match the product catalog number nor the reported device (optease retrievable vena cava filter).

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to leg swelling, pain post implant and filter embedded and unable to be retrieved. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of inner surfaces of vessels or grafts by endothelial cells. This is normal process whereby body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Leg swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced event include patient, pharmacological and lesion characteristics. Without procedural films or images for review reported event(s) could not be confirmed. Given limited information available for review at this time, there is nothing to suggest that reported events are related to design and manufacturing process of device; therefore, no corrective action will be taken. Should additional information become available, file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to leg swelling, pain post implant and filter embedded and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.